Manufacturer narrative:
H3. Product analysis: the react-71 catheter was returned for analysis inside of a biohazard bag and a shipping box. There was no solitaire stent device returned with the react-71 catheter. The total and usable lengths of the react 71 catheter were found within specifications. No damages were found with the catheter tip and marker band. However, the catheter body appeared to be damaged and stretched. In addition, the catheter body was found to be kinked at 19.0cm and 53.0cm from the catheter hub. No damages or irregularities were found with the react 71 hub. The react-71 catheter appeared to be compatible for use with the solitaire 6x40 as it has a labeled inner diameter (ID) of 0.071". The react-71 catheter was flushed with water and water was leaked out from the damaged and stretched location. No other anomalies were observed. Based on the reported information and the device analysis, the customer¿s report of "catheter leak" was confirmed as a leak was found on the distal segment of the catheter at the damaged and stretched location. In addition, the catheter body was also found to be kinked. However, the root cause and the cause for damages could not be determined. It is possible the damages occurred when the customer attempted to advance/retrieve solitaire stent device through the react-71 catheter against resistance. Possible causes of resistance include the use of damaged device, patient vessel tortuosity and lack of continuous flush with heparinized saline during delivery. There was no non-conformance to specifications identified that led to reported issue. Since the solitaire stent device was not returned; any contribution of the solitaire stent device to the reported issue could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no resistance. Three passes were made with the solitaire and react catheter in tortuous anatomy and difficult ophthalmic bend. A leak was discovered when flushing after the third pass. A second react catheter was used and two more passes were made with the same solitaire. No damage was observed to the other devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the customer found a hole in the distal end of the react catheter. The catheter had been inspected or tested prior to use and flushed per the instructions for use (IFU). The catheter was used for multiple passes (6 or more), and several of the passes were with a solitaire 6x40 device. When the leak was noticed, the device was set aside. A replacement device was used to complete the procedure. There was no impact to the patient as a result of the event. The patient was undergoing a thrombectomy with unknown vessel tortuosity. Ancillary devices include a neuro max, velocity 160 cm, and synchro 14.